Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an occlusion alarm. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer uses fiasp insulin within the pump supplies. Customer was advised against using off label insulin. As the occlusion alarm had occurred in the past, no troubleshooting could be performed.